Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited low impedance. No intervention was performed. The patient was in good condition and would continue to be monitored.